Event description:
It was reported that both the right atrial (ra) and left ventricular (lv) leads were found to be dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.